Event description:
Boston scientific received information that the patient with this device system was presented with chest pain of an unknown nature. Upon device interrogation, the left ventricular (lv) lead was found to be capturing in the atrium and had dislodged. The right atrial (ra) lead was found to be non-functional. At that time, the physician had not determined next steps. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. The dislodged lv lead was found to be acutely pulled back into the atrium. The lv lead was repositioned. No adverse patient effects were reported.